Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR was interrogated on (B)(6) 2010, during scheduled f/u. The physician reported that the pt screen had been displayed, and that an upgrade of the implant software was proposed. He accepted the upgrade, then the interrogation stopped with an error message "telemetry interrupted". No further interaction was possible to continue telemetry. Same behavior was observed upon a second interrogation. Immediate support was provided suggesting that holter memories reprogramming might be needed to proceed. Memories were reprogrammed, solving the issue. Normal operation was confirmed.